Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The initial reporter email is not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13972) was used but the coil could not be advanced nor retracted; the coil was also not able to be resheathed. The coil was replaced without having to remove the concomitant microcatheter and the procedure was completed. It was reported that the complaint device did not appear damaged at any time during the procedure; nothing was obstructing the microcatheter. The coil introducer was flushed and the tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The device was not subjected to excessive force. No patient injury nor complication was reported as a result of the reported device issue. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received. Visual inspection was performed. The core wire was observed kinked and protruding from the introducer. No other damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil component was observed stuck inside the introducer in damaged condition. Functional testing could not be conducted due to the embolic coil component being stuck inside the introducer and in damaged condition and with the core wire is kinked and protruding from the introducer. A review of the manufacturing documentation associated with this lot (l13972) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The complaint documented that the 1.00mm x 4.00cm galaxy g3 mini coil was used but the coil could not be advanced nor retracted; the coil was also not able to be resheathed. During the microscopic inspection, the embolic coil was observed stuck inside the introducer and in damaged condition. The observed condition of the embolic coil is likely related to the reported issue documented in the complaint. Procedure related and other device handling factors may have been contributing causes, but this cannot be conclusively determined. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contains the following recommendations: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Coil damage is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The damaged condition was not originally reported. The coil can become damaged during procedure handling where force may have been inadvertently applied. The exact cause of the observed damaged condition of the embolic coil could not be conclusively determined; however, it is possible that when the reported issue that the complaint the coil could not be advanced nor retracted or when the coil was also not able to be resheathed, force was applied inadvertently in attempt to get the coil to advance / retract which resulted in it become damaged as observed on the returned device. The core wire was observed to be kinked and protruding from the introducer, this suggested that some force may have been exerted on the device possibly during the attempt to resheath the coil. Additional information received indicated that the compliant device did not appear damaged at any time during the procedure, therefore, it is possible that the observed damaged condition of the device occurred during post-procedure handling. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the damaged condition and the core wire kinked and protruding from the introducer as noted during the visual and microscopic inspections. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13972) was used but the coil could not be advanced nor retracted; the coil was also not able to be resheathed. The coil was replaced without having to remove the concomitant microcatheter and the procedure was completed. It was reported that the complaint device did not appear damaged at any time during the procedure; nothing was obstructing the microcatheter. The coil introducer was flushed and the tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The device was not subjected to excessive force. No patient injury nor complication was reported as a result of the reported device issue. The complaint device was returned for evaluation. During microscopic inspection, the embolic coil component was observed stuck inside the introducer and in damaged condition. Based on the product analysis on 14-oct-2021, this event has been deemed MDR reportable as a ¿malfunction.¿